Event description:
At 10 months after the primary, the patient came in reporting pain and stiffness. Allergy excluded. The surgeon revised the tibial tray, femoral component and insert. Devices and x-rays will be available.

Manufacturer narrative:
Batch review performed on 30 december 2021. Lot 1907847: (B)(4) items manufactured and released on 07-dec-2018. Expiration date: 2024-11-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Additional implant involved: gmk-sphere 02.12.0025r femoral component sphere cemented size 5+ r (k140826) lot. 1905093. Batch review performed on 12 january 2022. Lot 1905093: (B)(4) items manufactured and released on 08-oct-2019. Expiration date: 2024-09-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: gmk-sphere 02.12.0510fr tibial insert fixed sphere flex size 5/10 mm r (k121416) lot. 176185. Batch review performed on 12 january 2022. Lot 176185: (B)(4) items manufactured and released on 05-jan-2018. Expiration date: 2022-12-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 2017.

Manufacturer narrative:
Visual inspection performed by medacta knee r&d project manager: revision surgery of a gmk sphere implant after almost 2 years from primary implantation due to pain and reduced mobility. The surgeon suspected that the cause for the revision was loosening of the tibial component. This has not been confirmed. From visual inspection we can notice that no cement is present on the surfaces of the tibial and the femoral component. Cement remained adherent to the bone after explantation. This is actually not an evidence of looseining but most likely a lack of interdigitation between the cement and the implant. This is most likely due to multiple factors related to the cementation process and the cement itself since the implants seem to be in compliance with the specifications required. We can notice some dents on the internal surface of the baseplate, most likely caused during the explantation of the component. From visual inspection there is no evidence that the event is related to a faulty device.